Event description:
It was reported that the user experienced alternating low and high glucose levels after a factory reset of the ilet and called to speak with a trainer, during which additional training was assigned due to concerns about overtreating hypoglycemia and a resulting rollercoaster effect. Treatment guidance included use of oral glucose and potential sensor setting adjustments per clinician recommendation. Symptoms included hypoglycemia and hyperglycemia ranging from 48 mg/dl to 316 mg/dl. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.